Manufacturer narrative:
Investigation summary: as confirmed in the returned actual product, damage was recognized at the tube tip. In addition, this product has been conducting a total number of visual inspection just before putting it in individual packaging, and shipping tests in all past production lots (jis tensile strength standard: 15 n or more of force applied for more than 15 seconds absence of abnormality should not be observed. Abnormalities were not recognized in sampling inspection). Supplier conducted a tensile (rupture) strength check test on the part of our preserved specimen (product stored for each production number) earlier this year and the latest lot, no variation or strength reduction was observed. Since the cross section is distorted, it was estimated that the tube was broken due to excessive load applied to the tube adhesion part during use. Batch number is unknown. No DHR could be reviewed.

Event description:
It was reported that the IV set/j/60drop/1cq/sb/50cm/pb tube had been cut during use.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is atom medical. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the IV set/j/60drop/1cq/sb/50cm/pb tube had been cut during use.